Manufacturer narrative:
This is two of two initial MDR reports being submitted for this complaint, with associated manufacture report numbers of 2954740-2016-00067. (B)(6). Part number unknown, lot unknown, UDI unavailable. Product returned but part number and lot number of the returned product is unknown. (B)(6). Unknown manufacturing date since part/lot number unknown. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, during the procedure two deltaplush coils ((B)(4) and unknown catalog/lot) failed to detach. When retrieving the coil delivery systems it was determined that the coils failed to detach properly, hence the coils were removed from the patient remaining still attached to the delivery system. Other coils (deltaplush coil/lot unknown) were used with the concomitant devices prior to and after the reported event. No damage was noted on the microcatheter prior to use, during use or upon removal; the same microcatheter was used throughout the procedure. There were no reports of additional intervention or surgical delays and there were no reported complications or injuries to the patient. The complaint products are available for analysis.

Manufacturer narrative:
This is follow-up MDR reports being submitted for this complaint, with associated manufacture report numbers of 2954740-2016-00067. Added additional device codes for unreported damage discovered upon failure analysis. Corrected result code.

Manufacturer narrative:
This is two of two final MDR reports being submitted for this complaint, with associated manufacture report numbers of 2954740-2016-00067. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. It should be noted that the malaysia affiliate returned the two devices unidentified in the same bag. It should be further noted that both devices were returned with unreported severe damages. Due to this microcoil system lot being reported as unknown, the unit will now be identified as ¿a¿ for inspection and identification purposes. Unreported damage of the coil being stretched, protruding through the sheath, and severed was found by the unaided eye. Unreported three kinks on the core wire located off the proximal end between 26.0 and 28.0 centimeters. The detachment fiber is intact, undamaged, and it did not receive and melt. The stretched proximal section of the coil was still attached to the dpu. The coil¿s fracture is ductile in nature requiring external force. No material effects were found. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged and the damaged edges have been elevated above the surface plane. The locking mechanism has compression, stretching, and indentation damage. The device positioning unit (dpu) passed electrical testing with resistance at 53.9 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated, the resistance passed at 54.0 ohms and the detachment fiber received heat and melted as designed. No manufacturing defects were found. The field complaint of the coils non-detachment could not be duplicated. The complaint of the coils non-detachment is not confirmed. The dpu passed electrical testing and the coil was detached on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Unreported damage of the coil being stretched and severed was found by the unaided eye. Unreported three kinks on the core wire located off the proximal end between 26.0 and 28.0 centimeters. The stretched proximal section of the coil was still attached to the dpu. The coil¿s fracture is ductile in nature requiring external force. No material effects were found. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged and the damaged edges have been elevated above the surface plane. The locking mechanism has compression, stretching, and indentation damage. The evidence as received highly suggests that a good portion of the above unreported damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges producing a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have bent the core wire in multiple sections, caused the coil to protrude outside the sheath, and may have produced a portion of the coil stretching and severing found. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation cannot currently be performed as the lot number is unknown. The complaint of the coils non-detachment is not confirmed. The device positioning unit passed electrical testing and the coil was detached on the first detachment cycle; therefore the root cause of the coils non-detachment cannot be determined. The root cause of the unreported damage cannot be determined; however the most likely contributing factor to the damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead retracting back at a forty-five degree angle. Since there was no evidence of a manufacturing issue from the analysis, no corrective actions will be taken at this time. DHR review could not be performed since the lot number of the coil was unknown